Event description:
The customer reported that the 840 ventilator lost communications. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).